Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d6b: (B)(6) 2017. Additional suspect medical device components involved in the event: model number/catalog number: sc-2366-70. Serial number: (B)(6). Batch/lot number: 18979348. Model/catalog description: linear 3-6 lead 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2366-70. Serial number: (B)(6). Batch/lot number: 18979348. Model/catalog description: linear 3-6 lead 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure.